Manufacturer narrative:
Evaluation, results: (root cause of the reported event is undetermined); inherent risk of procedure (deformation); no results available since no evaluation performed (device or procedural images not provided for review); conclusions: known inherent risk of procedure (deformation); unable to confirm complaint (device or procedural images not provided for review); (root cause of the reported event is undetermined). (B)(4).

Event description:
An endeavor sprint was used to in a patient with acute coronary syndrome to treat a calcified target lesion in the circumflex artery with moderate angulation. Issues were reported during delivery of the device and during withdrawal of the device deformation of struts of the proximal stent edge were noted. No patient injury reported.